Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11922. It was reported that a perforation and subsequent pericardial effusion occurred. The transseptal (tsp) crossing was attempted for approximately 2 hours by two separate operators. They were unable to reach the septum. Three different techniques/approaches with different equipment were attempted before being able to complete the tsp crossing. There were challenges placing the amplatz supper stiff wire in the left upper pulmonary vein. The amplatz wire was exchanged. Transitioning from tsp sheath to the watchman access system (was) required some manipulation to complete the crossing across the septum. The pigtail catheter was placed in the laa. Angiography was performed and device sizing was made. The pigtail was removed and a 27mm watchman laa closure device & delivery system (wds) was inserted thru the was. The distal mark was made on screen for guidance. Upon starting the unsheathing of the device, a forward movement of the system was visualized on angio going beyond the distal mark on the screen. The physician pulled back the system to the target distal marker that was determined as a landing zone. He then proceeded to unsheath the device. The feet started to open as normal. After a few millimeters were unsheathed the device acquired a ¿waist shape¿ and then it continued to unsheath normal. Contrast was immediately injected for device assessment at the same time. Transesophageal echocardiogram (tee) physician was asked to verify for effusion. Angiography showed contrast out of the pericardium and tee reconfirmed perforation and pericardial effusion. Protamine was ordered. The device was left in a deployed state, pending arrival of a surgeon. Pericardiocentesis performed and after the 3rd syringe of 60cc of blood was removed, the effusion had not improved as seen on tee. The patient treated for volume to maintain pressure by opening fluids into his IV and some pressure medications were given as needed. Blood was started to be re-infused back into the patient thru the venous sheath. Back up blood arrived and was started to transfuse while they continued to remove blood from pericardium and put back into the patient by the venous sheath. The surgical team ligated the laa and removed the watchman device. The patient left the room intubated and transferred to a cardiac unit (cvi) unit in stable condition.